Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update description summary : customer reported that he broke his ankle and the paramedics transported him to the emergency room. Paramedics had taken his vitals and found that he had a high blood glucose of 508mg/dl on (B)(6) 2024. However, the paramedics and the hospital did not treat his high blood glucose. The hospital only treated his broken ankle. Customer declined to say how he treated for the high and said the high blood glucose was not due to his broken ankle. Customer also reported crack on the reservoir side of the pump. Customer said there was no damage to the retainer ring. Customer declined to continue with troubleshooting. Pump was used within 48 hours of the high. Pump does not have auto mode feature. Customer will discontinue the pump.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia, damage (physical or cosmetic). The customer reported blood glucose value of 508 mg/dl. The customer reported hyperglycemia treated with emergency medical service/ambulance/emergency response visit. The event involved product(s) mmt-332a, mmt-398a, mmt-1715kl. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer reported high bgs. It was unknown if the customer using pump with in 48 hours. It was unknown if the auto-mode feature was active. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-398a. Mmt-1715kl was requested and customer response was the device will be returned.